Manufacturer narrative:
A review of the device labeling was completed. Decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through follow-up, the following update was received. Reportedly, a right angle iris damage resulted in loss of bcva compared to the baseline, but did not required medical or surgical intervention. The patient status was reported as ¿good, resolved with sequelae¿.

Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event is operational context. MFR# reference: (B)(4).

Event description:
Initially, it was reported that following a right eye cataract procedure, the surgeon engaged the iris root during implantation attempt due to poor visualization. No medical or surgical intervention was required and no back-up device was used. Through follow-up, the following additional information was received. Reportedly, the surgeon ¿nicked" the iris root resulting in a slight tear associated with heme. Additional information is being requested.